Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists all adverse events that may be associated with the use of heartmate 3 lvas, including death. A specific cause for the patient outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. Autopsy was not performed, and the device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient's cause of death was unknown. An autopsy was not performed. Due to patient privacy laws the managing hospital did not communicate additional event information, but based on a review of the patient's available records there were no device issues reported at the time of the event.